Event description:
During infusion of noradrenaline utilizing syringe in infusion pump, patient went into shock due to interruption of drug administration resulting from alleged problem with syringe. Patient was transferred to intensive care. Report indicates that the patient's health was optimistic without adverse consequences.

Manufacturer narrative:
Evaluation summary: one sample containing the drug noradrenaline was returned. The sample was tested by placing in a syringe pump for 2 hours with a flow rate of 1 ml/h. Syringe performance was within specifications and the condition reported could not be confirmed. Review of lot history records did not reveal any other defects of this type.